Event description:
Complaint regarding insulin flow. The user claims that most of the insulin is injected, but sometimes the flow of the insulin is compromised, not all of it comes out, and occasionally 10ml is left and will not come out. Caller stated that 10-12 needles from the box had this issue.